Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the flow rate is out of tolerance. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect device was returned for evaluation. The device was visually inspected. Functional testing was performed and there was no problem with the device. The allegation made by the complainant was not able to be duplicated. The root cause was unable to be determined. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.